Event description:
It was reported that the video system center had no image, the camera insertion part was wet with water. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of no image due to insertion part getting wet was confirmed. Based on the results of the investigation, it was presumed that the no image was due to bad contacts on the video connector socket. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): do not clean the video connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. When the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during therapeutic procedure. The intended procedure was completed by replacing with a similar device.